Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and a functional test were performed. The damaged keypad was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the keypad was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.